Event description:
A surgeon reported that a knife was dull. It was observed during surgery, but it was reported that there was no harm to the patient.

Manufacturer narrative:
A sample is expected to return, but has not yet been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).